Event description:
It was reported that during testing conducted at the manufacturer facility the sabo 2 sag saw disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection the link with the fins inside the head assembly was found to be broken, which is the probable cause of the reported event. The device was repaired and returned to the user facility.